Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site for further analysis. During the site visit, the fse replaced personality module surgeon console (pmsc) (I/o module just left of center at rear base of is3000 surgeon console). After the pmsc replacement and programming, no error code or trouble found. The system was tested and verified as ready for use. An intuitive surgical, inc. (Isi) product has not been received a for failure analysis evaluation at this time.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after docking and inserted the instruments, the team called the surgeon when they were ready. The surgeon came and saw the right eye on the camera was black on the surgeon console. The clinical sales representative (csr) completed a system power cycle and blue fiber cable reseat; it was confirmed that both eyes were visible on the vision side cart (vsc) touchscreen but the fault remained. A further system power cycle was completed unsuccessfully. The procedure was converted to open surgery as the system is a single surgeon console configuration. There is no report of post-operative complications.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: the personality module surgeon console (pmsc) was returned for failure analysis, and the reported issue of the right eye of the surgeon side console (ssc) having no image was not confirmed nor replicated. No data was found in the logs to indicate that the fault had occurred in the field. A visual inspection was performed and no issues were found that would be related to the reported issue. The pmsc was installed onto an in-house test system where the component functioned as expected. Once the testing was completed, the system error logs were inspected and no errors could be identified.

Event description:
Refer to h11 for follow-up information.